Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured june 27, 2015 - june 29, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred during set-up. There was no patient involvement. No additional information is available.